Manufacturer narrative:
Date received by manufactutrer in the intial should be (B)(4) 2017. (B)(4).

Manufacturer narrative:
Date of event: it is corrected to "unk" from "(B)(6) 2017". The reporter stated that the adverse event (elevated iop) was noticed 2-3 weeks before the explant date; (B)(6) 2017. No definite date was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, diopter -7.0, into the patient's left (os) eye. On (B)(6) 2017 the lens was exchanged for a shorter and similar diopter lens due to elevated iop. The problem is resolved.